Event description:
Addtional information revealed damage to the patient's controller's power connection.

Manufacturer narrative:
Correction to g3: the date provided for g3 in the initial report was 22aug2023; the correct date is 24aug2023.   Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) ) collectively contained data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical power cable disconnect alarms (alarms that were not associated with a power source exchange) were observed on (B)(6) 2023. The alarms appeared to have been caused by the voltage in the white power cable briefly dropping below the alarm threshold. The alarms resolved within a few seconds of activation, and no other notable events were observed. The returned system controller was functionally tested and performed as intended throughout all testing; atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during the patient's yearly-scheduled right heart catheterization, power cable disconnect alarms were discovered. The patient's batteries and clips were cleaned, but the alarm didn't resolve after which the patient's controller was exchanged. When the careprovider attempted to export the log files using the heartmate touch, they were unable to do so. They attempted to export the date 25 times, and the history was reloaded multiple times as well. The ipad underwent a hard reset. Additionally, the patient was placed on battery power and the power module was reset, even the bluetooth adapter was reset, but the heartmate touch continued to indicate that the export failed. This issue has not resolved. A review of the log files revealed a few episodes of power cable disconnect alarms on (B)(6) 2023 at the white power lead while tethered on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.